Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening on posterior side assessed fold flaw opening. ¿ edema: unable to observe as it is not related to the device. ¿ granuloma: unable to observe as it is not related to the device. ¿ lymphadenopathy: unable to observe as it is not related to the device. ¿ silicone migration: unable to observe as it is not related to the device. As per the investigation procedure, particles, non-penetrating nicks, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left device intracapsular rupture. MRI test results state "intracapsular rupture of left device...reactive lymph nodes loaded with silicone in the axillary area (level 1/2)'. Ultrasound results state 'small mass around the prosthesis on the left of 7 mm, differential diagnose is silicone granuloma, glandular isle, fribroadenoma...no evidence of malignity on both sides". The device has been explanted.

Event description:
Healthcare professional reported left device intracapsular rupture. MRI test results state "intracapsular rupture of left device...reactive lymph nodes loaded with silicone in the axillary area (level 1/2)'. Ultrasound results state 'small mass around the prosthesis on the left of 7 mm, differential diagnose is silicone granuloma, glandular isle, fribroadenoma...no evidence of malignity on both sides". Device remains implanted. Record relates to the left side.

Manufacturer narrative:
Continued e1 (phone no): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of swollen lymph nodes and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, migration, swollen lymph nodes, granuloma.